Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi received the erbe involved with this complaint to perform failure analysis. The erbe was placed on an in-house system a was run in normal mode. The reported failure m-02-3 was confirmed and reproduced. .

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the monopolar wasn't working and had a red question mark by it on the vio dv 2.0 integrated electrosurgical unit (iesu) or erbe where it plugs in. Technical support engineer (tse) recommended customer try a new energy cord or instrument and reboot the erbe. Customer stated they tried two new energy cords, but the issue remained. Customer stated they were able to get the monopolar energy working, but the energy cable that plugs into the erbe was loose and didn't stay in very well. Customer continued with the case. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it is unknown what surgical task was being performed at the time the event occurred, but the operation was not prolonged by 31 minutes or more as a result of this issue. The procedure was completed robotically with the same generator using only bipolar energy, as the customer switched cords until they found one that worked.